Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A transmitter (serial # (B)(4)) was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was provided for evaluation, no loss of connection was observed. Confirmation of the reported event for loss of connection could not be determined. The root cause could not be determined.